Event description:
Patient presented to the clinic after received inappropriate therapies due to noise. Rn attempted to reproduce the noise, but was unsuccessful. The decision was made to replace the pace/sense portion of the lead.

Manufacturer narrative:
Na